Manufacturer narrative:
Investigation summary: the customer states that a pt fingerstick specimen generated low results: wbc=5.0 k/ul, rbc=1.92 m/ul, hgb=5.2 g/dl, plt=150 k/ul, when using a cell-dyn 1800 analyzer. The sample was not repeated but was reported out and questioned by a physician. The pt was redrawn (venous sample) at a hospital obtaining the following results: wbc=12.9 k/ul, rbc=4.22 m/ul, hgb=11.8 g/dl, plt=441 k/ul. No impact to pt management was reported. Low results across all parameters suggests a possible short sample. Fingerstick samples are small blood volumes. The customer technical advocate (cta) asked if sample was available for retesting. The sample was discarded. The customer stated sample was not clotted. All levels of control were within range and no other results were questioned by the physician. The cta verified that maintenance is up to date, syringes free of leaks, cracks, bubbles, air pockets and are filling properly. The cta discussed and educated the customer on proper collection, mixing, handling, sampling and monitoring results. The cell-dyn 1800 system operator's manual, 07h80-01, rev c states on page 3-25 that dispersional data alerts indicate some type of review should be done, as required by the laboratory's review criteria. Page 10-32 states for consistently low values (short sample) - small amounts of blood must be run in duplicate to confirm results; redraw if necessary. Page 10-39 for results underlined on printout: confirm background date; re-run specimen; recheck limits screen; if needed, view stained slide; if multiple parameters out follow established lab operating procedures. Review of instrument history indicates there were no previous issues with low pt results. Trending analysis: a review of complaint reports for the months of june 2006 through november 2006 did not indicate an adverse trend for cell-dyn 1800, list 07h77-01, for the issue of discrepant results on fingerstick samples. Labeling: the event is addressed in the cell-dyn 1800 system operator's manual, 07h80-01, rev d. Section 3: principles of operation; dispersional data alerts p. 3-25, section 10: troubleshooting and dianostics pages 10-32, 10-39. This is the final report. End of report.

Event description:
The customer states that hematology results were low for a fingerstick sample on one pt tested using a cell-dyn 1800 analyzer. The low results: wbc=5.0 k/ul, rbc=1.92 m/ul, hgb=5.2 g/dl, plt=150 k/ul, were reported to and questioned by a physician. The pt was redrawn (venous sample) at a hospital obtaining the following results: wbc=12.9 k/ul, rbc=4.22 m/ul, hgb=11.8 g/dl, plt=441 k/ul. Qc was within acceptable ranges. No impact to pt management was reported.